Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. During a cyber security upgrade the upgrade process failed and the pacemaker went into back-up vvi. The device was reprogrammed to resolve the issue. Patient was stable throughout the event.